Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to improper insertion of the infusion set event on (B)(6) 2026. The patient's blood glucose level was treated with bolus via pump. No further information available.